Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from the pigtail. Additionally, it was reported that the patient line separated from the cartridge. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose was 250 mg/dl.